Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise, oversensing and pacing inhibition. This patient was dependent and experienced asystole greater than 2 seconds. The noise was present on the right atrial (ra), right ventricular (rv) and shock channels. Boston scientific technical services recommended further in-person evaluation, including performing isometrics and pocket manipulation to see if noise could be reproduced. Additionally, the patient was seen in-clinic and noise was reproduced by patient doing pushups. The plan is to continue routine monitoring of this patient. No adverse patient effects were reported. This crt-d, rv lead and competitor ra lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.